Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Although the product sample was not returned, a photo was provided by the customer. The image shows a blue adult adapter with a crack on the thread pitch area. The instructions for use (IFU) states that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The sample was not provided and there is not enough evidence to relate this event to the manufacturing operations since 100% devices are inspected for cracked adapters per procedure. Based on the available information, the most probable root can be that there was over tightening of the adapter. This cannot be confirmed without the product sample. The failure for luer adapter cracks / leaking is being addressed through a corrective and preventive action (CAPA). It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The product sample consisted of one 14.5 fr tal palindrome with slots catheter, 19 cm implant length, 36 cm overall length which it presented signs of use. The catheter was cut approximately 1 cm above the cuff. A visual inspection was performed and it was observed that the blue adapter had a crack on the thread pitch area. The crack was at 90 degrees and the adapter had a cavity. Per the instructions for use, it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The most probable root cause can be due to over tightening of the adapter. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the joint at the venous end of the catheter was cracked and there was bleeding. The physician removed the leaking catheter and replaced it with a new one. The patient was involved without injury. The surgery time did not extend by more than 30 minutes due to the product problem. The patient is in stable condition.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.